Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed self test and displacement test. Device received with cracked select button keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons are responding delayed when pushed. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that when she bolus the center and down buttons are delayed when being selected since day 01. Customer stated that the plastic piece on the center key was cracked and keypad sunken and cut on the center key. Customer stated that numbers are ramping on their own. Customer stated the scroll bar was not moving with no input the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.